Event description:
Our affiliate is reporting that some time post-op to a shoulder repair (dates undefined), it was somehow noted that the pt had developed some osteolysis, approx 1 cm. A re-surgery was performed in 2008 and the 3 fixation devices used in the original repair were removed from the pt. At this point in time, this is all of the info that has been made available to mitek. Also see associated mdrs 1221934-2008-00202 and 1221934-2008-00203.

Manufacturer narrative:
At this point in time, mitek is in the info gathering mode. When all of the info that can be had is had and evaluated, the results of the investigation will be the subject of a follow-up report.